Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, the centrifugal pump was squealing. The user facility reported that the centrifugal pump was changed out and that the surgery was completed successfully.

Manufacturer narrative:
Terumo did receive the actual device and the investigation confirmed the centrifugal pump was squealing. A review of the complaint files confirmed that there have been no previous reports for this lot. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).